Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:44:50. During night drain cycle seven, the patient's ultrafiltration reading was 603 ml, indicating the home patient (hp) drained 603 ml more than their maximum programmed fill volume of 900 ml. No additional information is available.